Manufacturer narrative:
Suspect product unavailable for return.

Event description:
Customer alleged discrepant blood glucose results of 158 mg/dl and 53 mg/dl when tests were performed within 2 minutes on the advantage system. Customer reported having symptoms of low blood glucose and self-treated with brown sugar. Customer reported feeling better in 15-20 minutes. Customer has no product to return for investigation. Replacement product was sent.